Event description:
Insulin cracked inside of the device and approximately 70u spilled into the device's cartridge compartment. Patient is unsure whether the device caused the insulin cartridge to break. Patient's blood glucose was not affected and no treatment was received.